Manufacturer narrative:
The customer called tandem's technical support (cts) on (B)(6) 2016 and informed cts that they do not recall having the settings inadvertently transposed or any impact to their blood glucose level due to the initial reported event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during setup of the pump, the pump correction favor and the carbohydrate ratio settings were inadvertently transposed. The customer's blood glucose (bg) level was elevated and low; however, the exact values were not provided. The contact stated that the bg levels were "dealt" with. Reportedly, the settings were corrected and the customer had no further issues.